Manufacturer narrative:
Philips service replaced the hard drive and reinstalled the software. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that the flexvision pc hard drive caused intermittent boot errors on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.